Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-601-tbc8 serial/batch number (B)(6) was received for investigation. Upon visual inspection, the material was found to be chipped, scratched, and broken. He most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/18/2024, a sales representative via (B)(4) reported that an ar-301-tbc8 ibal uka tib bea-ring trl sz 3 // 8mm had normal wear and tear with a chip. This was discovered after the case with no patient harm.